Event description:
It was reported to vyaire medical that the vela ventilator showed low pip (peak inspiratory pressure), low ve (minute ventilation), and transducer fault alarms continuously. There was no patient involved in this reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and parts will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device will not be returned.